Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, moderately calcified, 90% stenosed, proximal left anterior descending (lad) coronary artery. A 2.75 x 28 mm xience prime stent delivery system (sds) was advanced with no resistance and the stent was successfully deployed. Following removal of the sds from the anatomy, a proximal edge dissection was observed. A 2.75 x 15 mm xience prime stent was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.